Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this dual-chamber ICD, who came to the emergency room due to a device erosion. The physician elected to explant the device. The procedure was completed with success and without complication. No return of product is expected.